Event description:
It was reported by a physio-control field service representative that one of his loaner devices would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was placed back into service. Physio-control further evaluated the removed assembly; however the reported failure could not be duplicated. It was observed that the power pcb assembly performed normally during testing.